Event description:
The customer called and reported she was hospitalized on (B)(6) 2015 with high blood glucose over 600 mg/dl. The customer stated the insulin pump was not delivering insulin and she felt nauseous. She was treated with fluids. Customer had insulin pump on at time of hospitalization. Then, customer stated she was hospitalized again on (B)(6) 2015, with blood glucose at 440 mg/dl. The customer was given fluids, insulin, ondansetron. Then the customer reportedly crashed, and was treated with food and beverage. The customer had been off the insulin pump for about an hour and a half prior to this emergency room visit. The customer stated that having been hospitalized twice, due to the insulin pump, she overcorrected once and her blood glucose dropped to 26 mg/dl. Customer declined troubleshooting with the insulin pump. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked case at display window corner.